Event description:
The customer's parent reported that the insulin pump alarmed for no delivery of insulin. The blood glucose reading was 300 mg/dl. This alarm occurred multiple times with different infusion sets. Troubleshooting could not be done due to the alarm being a past issue. The parent did not want to return the products for analysis and was advised to call again for troubleshooting if the issue reoccurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch #3004209178-2015-90711.